Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) drainage procedure performed on (B)(6) 2025. During the procedure, the physician was trying to deploy the distal flange, however the flange did not open. To resolve the issue, the physician tried to repeat the step, but there was no response. Despite these efforts, the procedure was completed using another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. However, the hot axios stent and delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the instructions for use (IFU).

Manufacturer narrative:
Block b5 was corrected with event details missing from previous report. Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted trangastric during an endoscopic ultrasound (eus) drainage procedure performed on (B)(6) 2025. During the procedure, the physician was trying to deploy the distal flange, however the flange did not open. To resolve the issue, the physician tried to repeat the step, but there was no response. Despite these efforts, the procedure was completed using another of the same device. There were no patient complications reported as a result of this event.